Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2011, the tip of the device was broken off inside the screw. No additional information is available. Ths is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to a device marketed in the USA. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The device was confirmed broken. The cross section surface shows no irregularities which indicates material conformity. Exceeding applied mechanical force, most likely in slanting direction, may have caused the breakage. The instrument is rather old (manufactured in april 2003) and therefore often used. No product fault could be detected.